Event description:
Device malfunction: none. Symptoms/ae: death. Time of ae: seven days after the procedure. It was reported that 7 days post a left internal carotid artery stenting procedure, the patient experienced a sudden death. Reportedly, this was a "witnessed" arrest and is typically seen with cardiac problem. The patient had underlying aortic stenosis which could explain such an event. Acute stroke leading to death without any other symptoms is unlikely. The patient had a planned aortic valve replacement surgery to be scheduled after the 30 day follow-up visit. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event: the stent remains in the patient. The lot number was provided. Death is a known potential adverse event associated with the use of this device as listed in the rx acculink instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.